Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of medical devices: 419688 lead implanted: (B)(6) 2010; 5076-58 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The patient was treated with antibiotics and the cardiac resynchronization therapy pacemaker (crt-p) was explanted. A replacement device was later implanted. No further patient complications have been reported as a result of this event.